Event description:
Complaint alleging rpoduct allegiance distributed to choice medical supplies inc. Caused infection in the end user. The product, baxter foley catheterization tray, was private labeled by kendall. Kendall made aware of complaint on 11/2001.